Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. The alarm occurred while changing the reservoir. Customer said blood glucose at the time of incident 131 mg/dl. Customer stated the drive support cap was sticking out. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify the compromised force sensor system alarm due to motor error alarm. However, unit passed rewind test and displacement test.